Event description:
It was reported that the transtelephonic monitoring (ttm) showed a magnet rate of 67.5 paces per minute. The next day no measured data was available due to telemetry interruptions, and elective replacement indicator was indicated upon interrogation. A month ago the ttm gave a magnet rate of 90ppm. Due to low battery status, further troubleshooting was not performed, and the device was replaced.

Manufacturer narrative:
Na